Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and procedure images were not provided; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the embolization coil unintentionally detached in the microcatheter when it was partially pushed out into the aneurysm. The coil was then pushed out of catheter using guidewire and was implanted in the aneurysm. Other coils had been pushed through and deployed through same microcath with no issue. The procedure was completed successfully and there was no report of harm on injury to the patient, who was stable.